Manufacturer narrative:
Section d3, g1: updated information, section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 6 days ((B)(6) 2023 per timestamp). Throughout the entirety of the log files, the rsoc voltage associated with the white power cable fluctuated. While connected to battery power, the voltage fluctuations caused intermittent low power advisory alarms to activate. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and underwent functional testing. The system controller was connected to test batteries and a test mock circulatory loop. A low voltage alarm was reproduced after the white power cable was manipulated. The resistance of the wires in the power cables were individually measured. The white power cable¿s brown wire (battery gauge) was measured at a much higher resistance than the rest of the wires. The cable jackets were removed, and fluid ingress was found; however, there was no damage to the underlying wires. A root cause for the reported event was determined to be the observed wire fatigue and fluid ingress within the controller¿s white power cable. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for concerns of low battery advisory alarms. The patient started having these alarms in september. These alarms have been increasing in frequency until they were occurring as often as twice a day. The alarms only occurred when the patient was on battey power. A review of the log files revealed several low voltage advisory alarms while connected to battery power on (B)(6) 2023 through (B)(6) 2023. The events appeared to be due to a poor connection between batteries and battery clips. The battery clips were replaced on (B)(6) 2023, but the alarms reoccurred after a few days. These alarms appeared to occur when the patient was leaning forward. The batteries and clips were moved to a different position on the patient, but the alarms did not resolve. On 20nov2023, the decision was made to exchange the patient's controller. The exchange resolved the alarms.